Event description:
It was reported that a spectrum iq infusion pump alarmed air in line error during an unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "reload set error - air in line error." Was reproduced as reload set. A review of the event history log revealed "reload set!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as reload set. The ultrasonic sensor calibration were out of specification which is a known contributor to air in line alarms. The ultrasonic requires replacement. Should additional relevant information become available, a supplemental report will be submitted.